Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0lcye, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported ¿this was replacement of the patient¿s previously implanted stimulator and lead. The patient was originally implanted in (B)(6) 2016 and developed an infection and explanted.¿ it was further stated that the patient fell sometime not long after their implant in (B)(6), but the exact date wasn¿t known. The patient developed an infection due to their incision coming open. The battery and lead wire were removed not long after the fall. It was noted they were not given the exact date of removal. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.